Event description:
A malfunction was reported when the pump was dropped, leading to an issue that could not be reset, but there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer arranged to use multiple daily injections (mdi) as a backup therapy while waiting for a replacement pump, which was sent by tandem technical support. Instructions were provided for handling the return of the faulty pump and the setup of the replacement pump, which the customer understood and acknowledged.